Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for an unknown procedure. During the procedure when the catheter was inserted into the sheath using air tray, no air was noted which was confirmed with the help of syringe. Air was noted within the sheath once energization was attempted five times. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be returned for analysis as it was disposed of at the facility. It was further reported that no abnormalities were noted during preparation of the sheath, and no air in the patient was noted. The microbubbles were drawn into the syringe from the flush port. Terumo pump irrigation method was with a 50ml per hour flow rate.